Event description:
Hematoma after deployment of closure device noted immediately upon removal of initial manual pressure as directed in device deployment literature. Manual pressure held for 1 hour and 15 minutes. Area of hematoma was marked prior to pressure dressing being applied to right groin insertion site. Pt with area of hematoma in right groin and marked swelling of scrotum. Pulses palpable in dp/pt in b/l lower extremities. Reason for use: used during cardiac catheterization.